Event description:
It was reported the patient complained the scs system stimulation was ineffective. Reportedly, the patient was in a car accident and despite reprogramming attempts following the accident, the patient reports not receiving effective pain relief from the scs system. Consequently, the patient's scs ipg was replaced and stimulation therapy was restored postoperative.